Manufacturer narrative:
Manufacturer's investigation conclusion: although the pump stops captured in the submitted log file appear consistent with a potential driveline issue, the specific root cause could not be confirmed during the evaluation of the returned segment from the heartmate ii left ventricular assist system (lvas), serial number (B)(6). An onsite driveline repair was performed on 21jul2020 by abbott personnel. The driveline was severed approximately 18" from the controller connector and the distal portion was replaced with no issues under work order #: (B)(4). The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed a small fracture in bend relief adjacent to the controller connector, where rescue tape had been applied. The remainder of the silicone jacket was unremarkable. The bionate layer and braided shield were unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device-related issue that would have contributed to a functional issue. The patient remains ongoing on ventricular assist device (vad) support and no further related issues have been reported at this time. Multiple requests for additional information were sent to the customer however, no response has been received at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. Incidental findings included superficial jacket damage that was observed beneath the rescue tape at the junction of driveline jacket and metal connector. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The most recent revision of the heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is document (B)(4) rev. C. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced low flow and low speed alarms when plugged into mobile power unit at night. Speed changes and power spikes occurred with pump stops on (B)(6) 2020 at 0113 and continued through (B)(6) 2020. Log file analysis showed 46 pump stops and several low speed advisories/hazards. There were also several power elevations as the controller tried to ramp the speed back up. This type of behavior has been linked to potential issues with the percutaneous lead. Approximately 19.5 inches of external percutaneous lead was replaced.